Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was attempting to load a new cartridge with the assistance of technical support, who instructed the customer to remove the pump from its case. The call was disconnected, and technical support planned to call back. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.